Event description:
Per boston scientific, this right atrial lead was found not to be working at a routine follow-up. A chest x-ray confirmed the lead had fallen from it's original position, and the lead was successfully repositioned without incident.